Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26220. Follow up information identified postoperative programming was able to provide effective stimulation and coverage.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26220. The patient reports she is not receiving stimulation coverage in desired locations and is experiencing stimulation in unwanted locations. It was determined both leads have migrated. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26220. Follow up information identified the patient underwent surgical intervention to remove and replace both leads. In addition, the ipg was electively replaced to take advantage of new technology. The patient is receiving effective stimulation and issue is resolved.